Manufacturer narrative:
H2) correction: e1 initial reporter facility name corrected. G2 corrected. H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. No previous repair has been noted in the last 12 months.

Event description:
It was reported that customer called third time with questions. Previous call experienced was pressure alarm despite noting no tubing occlusions and ensuring all clamps were open. Troubleshooting was performed and a new cassette was filled and placed on pump, but alarm persisted. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.